Event description:
Reported via clinical study. It was reported thrombosis occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx pro closure device was implanted. The patient was discharged. On 6-jan-2026, at a routine 45-day follow up appointment, echo imaging revealed a grade 1/partial thrombus. There was no corrective action taken and no tests were completed in relation the finding. There were no further complications reported.